Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Should read adverse event and product problem (and not adverse event only as previously reported). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Should read adverse event and product problem (and not product problem only as previously reported). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had a sudden return of symptoms (bladder retention issues) on friday (B)(6) 2018. The reporter stated that the patient had not touched the programmer to check the ins since moving to assisted living in 2014. The reporter did not have access to the programmer so to check the therapy status. The patient was redirected to their healthcare professional (hcp) if the issue did not resolve. The patient did not have a managing physician for the implanted device so physician listings were sent to the reporter. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that they notified their managing physician regarding the issue. The patient reported that the their bladder retention issue was not related to their underlying urinary dysfunction. They noted that the circumstances/cause of the issue was ¿possibly¿ due to dementia. As a step take to resolve the retention issue, a catheter was used. The issue was reported as resolved. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.